Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain with and without device use following a head trauma incident. The recipient presented with discomfort. Device testing revealed open circuits. An x-ray confirmed correct device placement. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The photographic imaging inspection revealed a broken electrode wire. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed evidence of fatigue break in the small tube. The device passed the mechanical tests performed. Photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires near the array. It is believed that the break caused the open impedance measured at the clinic. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Correction: section b.3, d.6b. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.